Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump alleging possible under delivery. The customer's blood glucose level was 223 mg/dl. Customer stated reason of under delivery was insulin pump got suspended before low. The device will not be returned for analysis.